Manufacturer narrative:
Other, other text: device evaluation: one administration set was returned for analysis in used condition. The set was tested for accuracy using a cadd legacy pump and balance mettler toledo. The sample successfully passed testing and the reported issue was not duplicated. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that under delivery may have occurred during the use of the administration set with a smiths medical cadd-solis vip ambulatory infusion pump. It was reported that "despite correct running time" a residual volume of 500ml remained after an overnight infusion of 1800ml of food. No adverse patient effects were reported.